Manufacturer narrative:
(B)(4). Concomitant medical products: 110031013 ¿ vivacit-e dm bearing ¿ 64689634; 00625006540 ¿ bone screw - j6977147; 00625006550 ¿ bone screw - j6793113; 110010268 ¿ g7 shell ¿ 6458437; 71342804 ¿ oxinium head - 21em01869; unknown smith and nephew stem ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to dislocation. Approximately 7-8 weeks later, the patient experienced two subsequent joint dislocations. The patient then underwent a second revision surgery. During the procedure, the bearing was found to have disassociated from the head. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 the reported event was unable to be confirmed due to limited information provided by the customer. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however it was noted that a competitor head was used with a zb bearing and this is off label use, its not known if the off label use caused or contributed to the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.